Manufacturer narrative:
Corrected information was provided in d3, g1 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e1 (zip code extension). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. Corrected information was provided in e4 (reporter also sent report to FDA?). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via the right femoral artery in a 64-year-old male presenting with heart failure and cardiogenic shock classified as scai stage d. The patient had a prior history of coronary artery bypass graft surgery and required inotropic support, pacing, and mechanical ventilation for respiratory support. The impella cp was placed to provide mechanical circulatory support in the setting of hemodynamic instability. The purge solution consisted of dextrose 5 percent in water. During the course of support, distal limb ischemia of the accessed extremity was reported. A distal perfusion catheter was placed due to absent distal pulses. The reported events included ischemia, thrombosis, and medical device removal associated with the introducer sheath. Upon explant of the impella cp by the cardiologist, no clot was noted on the pump itself; however, thrombus was observed within the introducer sheath. The patient was critically ill with cardiogenic shock and a history of significant cardiovascular disease requiring mechanical circulatory support and multiple pharmacologic and mechanical therapies. Distal limb ischemia is a known complication associated with large-bore arterial access, particularly in critically ill patients with underlying vascular disease and compromised perfusion. Thrombus formation within vascular access sheaths may occur due to alterations in blood flow, anticoagulation management, or the patient¿s underlying clinical condition. The patient survived.